Manufacturer narrative:
The reported product is an unknown baxter titanium adapter. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a fluid leak from the titanium adapter which resulted in peritonitis manifested by cloudy effluent. The cause of the leak was not reported. It was not reported if the patient was hospitalized for the event. The same day, the patient began treatment with intraperitoneal (ip) amikacin (100mg every 24 hours for 15 days) and ip cefazolin (1g every 24 hours for 15 days) for the peritonitis. The titanium adapter was changed. Fifteen days after event onset, the patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.